Event description:
Device inserted into patient, who had a thoracotomy and esophageal tear, to drain effusion. Nursing staff discovered that the catheter had disconnected from the connection point when they were transporting the patient into the x-ray department. The patient developed a pneumothorax as a result. Another manufacturer's drain was reinserted. Patient recovered from pneumothorax and was discharged in 2009.

Manufacturer narrative:
An examination of the returned catheter found, it was manufactured to specification. At this time, we are unable to determine why the catheter separated from the hub. However, it can be reasonably concluded that the catheters were subjected to forces beyond their intended design. It should be noted that per specification, the tubing is confirmed to be secure in the fitting prior to further processing. In addition, the attached IFU instructs the clinician to perform inspections of the catheter and connections regularly. A preventive action was issued in an effort to minimize occurrence of this type of failure. We will continue to monitor for similar complaints.